Manufacturer narrative:
Insulin pump received with failed self test alarm during self test due to faulty connector on remote frequency board. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed failed self test during basal delivery. It was stated that the alarm has occurred everyday at the same time for 3 days. Device did not pass the self test. Blood glucose value is 199 mg/dl. Nothing further reported.